Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that multiple cartridges were leaking from an undefined location. Reportedly, the customer was overfilling cartridges and reusing insulin. Customer¿s blood glucose (bg) level was "high" with small ketones; although specific value was not provided. Customer delivered a correction bolus via the pump to try and address elevated bg. Reportedly, the customer was admitted to the hospital for the elevated bg. Multiple attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.